Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report:3005168196-2017-00225.

Event description:
The patient was undergoing a thrombectomy procedure to treat an acute-stage cerebral infarction using a penumbra aspiration tubing (tubing). During the procedure, physician advanced a penumbra system 5max ace 64 reperfusion catheter (5max ace64) in the m1 segment of the internal carotid artery (ica) after connecting it to the tubing and a penumbra system aspiration pump max 110v (pump max). Upon turning the pump max on, the physician noticed that a lot of air bubbles were coming through the tubing on/off switch and it was impossible to aspirate the thrombus. Therefore, the tubing on/off switch was disassembled and re-adjusted; however, the situation remained the same. The tubing was then removed and the procedure was completed using a new tubing, the same 5max ace64 and pump max without further issues. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the luer connector that connects to the ¿on¿ side of the on/off switch was deformed. Conclusions: evaluation of the returned device revealed that no bubbles were observed when aspirating water through the tubing. Further evaluation of the returned device revealed that the luer that connects to the ¿on¿ side of the on/off switch was deformed. The tubing on/off switch was submerged in water and pressurized with air. Bubbles were observed exiting the tubing proximal to the on/off switch. The on/off switch was removed from the water and tightened by a penumbra investigator. When the tubing was re-submerged in water and pressurized, no bubbles were observed. The deformed luer in the aspiration tubing likely contributed to the bubbles observed during the procedure. The supplier was notified of the issue. At this time, this is considered an isolated event and will continue to be monitored. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat an acute-stage cerebral infarction using a penumbra aspiration tubing (tubing). During the procedure, physician advanced a penumbra system 5max ace 64 reperfusion catheter (5max ace64) in the m1 segment of the internal carotid artery (ica) after connecting it to the tubing and a penumbra system aspiration pump max 220v (pump max). Upon turning the pump max on, the physician noticed that a lot of air bubbles were coming through the tubing on/off switch and it was impossible to aspirate the thrombus. Therefore, the tubing on/off switch was disassembled and re-adjusted; however, the situation remained the same. The tubing was then removed and the procedure was completed using a new tubing, the same 5max ace and pump max without further issues. There was no report of an adverse effect to the patient.